Event description:
The reporter called and alleged discrepant results when compared to a lab. The reported device result was 6.9 and 7.0 inr. The corresponding lab result was 5.2 and 4.6 inr. The results are from two different patients.